Event description:
Pt had tur on 7/31/95. Problems noted for 5 months. Pt went to or 1/9/96 for kidney stone. This was in actuality a 3 cm x 0.5 cm retained piece of foley balloon which had encrusted.